Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting no output, loss of telemetry, and no magnet response. The patient was scheduled for a replacement. However, the next time the patient was seen, the physician was able to interrogate and reprogram the device, and it was functioning appropriately.